Event description:
It was reported that after implanting the intraocular lens, the lens appeared inverted. In addition a posterior capsular bag tear was noted. Therefore, the lens was not re-inverted. Surgeon referred to an implanting specialist to evaluate the event for additional advice. No further information was received despite our multiple attempts of contacting the surgeon. Patient outcome remains unknown.

Manufacturer narrative:
Patient information requested but not provided. Product information requested but not provided. As the serial number is unknown, the expiration date could not be determined. To the best of our knowledge at the time of submitting the initial MDR, the lens remains implanted in the patient's eye. (B)(4) - intraocular lens inverted at time of implant. Device manufacture date cannot be determined because the serial number is unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.